Manufacturer narrative:
(B)(4): fold line leak. The complaint is not confirmed, a puncture was found in the balloon but the reinforcing band was intact, contrary to the event description. However the root cause of the lack of restriction was found, a puncture on the fold line. As per the event description, it is noted that the band locking tab is no longer connected to the band, however, this is most likely the result of band removal rather than a potential root cause seeing as a suture is still holding the balloon tabs together (i.e. In order for the band to be removed either one of the tabs, the suture or the band itself would have need to be cut). During product analysis a leak (puncture) was identified in the balloon located on a balloon fold line, this is consistent with the length of implant. It is highly probable that this puncture is the cause of the "lack of restriction" reported by the patient.

Event description:
It was reported that post implant of a gastric band procedure that the patient complained of no restriction. The surgeon reported the band came part at the tabs. The band was removed and replaced with slim band. There were no adverse consequences for the patient.